Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist advised them to stop aligner treatment. Letter of recommendation provided. Patient's dentist states that the aligners have caused a posterior open bite bilateral. They will need braces or invisalign to fix the bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.